Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient's physician which noted that the cause of death was heart failure. The physician also indicated that device tachytherapies had been deactivated before the patient's death, that the device system was functioning normally shortly before the patient died, and that the death was not related to the device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical devices: dtba1d1 crt-d, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately 4 months after implant of the cardiac resynchronization therapy defibrillator (crt-d), approximately 9.5 years after implant of the right ventricular (rv) lead and left ventricular (lv) lead, and approximately 10.5 years after implant of the right atrial (ra) lead. The cause of death has been requested and not received.